Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found a complete lead returned for analysis. External insulation abrasion was noted from 23.3 cm to 23.8 cm from the connector pin, consistent with friction to another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.